Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 25jul2019. The customer replaced the v60 bipap ventilator display assembly it fixed the issue with the dark display. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts have been returned for failure investigation, and the root cause cannot be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 11aug2019. Failure analysis on the returned user interface assembly showed that the burn out cold cathode fluorescent lamp backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a dim screen. The malfunction did not occur during clinical use, and there was no patient involved.